Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The following was reported: the case was scheduled as rt ankle polyethylene exchange, medial gutter debridement, medical malleolar screw placement. The patient presented with a stiff ankle. Patient was approximately eight years post primary total ankle. Poly was exchanged and gutters debrided.